Event description:
A journal article was reviewed that contained information regarding four different model of leads. Multiple patients and multiple failure modes were referenced. The failure modes noted in the article for the leads not specified were infection and or erosion, exit block, hemothorax, and dislodgement. The article further stated that one of the leads also had high thresholds and insulation breach. The article states of dislodged leads twelve were repositioned, two were explanted, and two were abandoned. In addition the article states that two patients had pocket erosion with revision or replacement. Further follow up did not yet yield any additional relevant information regarding the event. There was no further patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature, and no user facility follow-up is possible without product identification. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Without a serial number, at this time there is no way to know if this information has been reported on another medwatch report. The event will be reported via 30d time lime due to the patient mean age of (B)(6) years. (B)(4).